Event description:
It was reported that, the device was prepped and inserted per the IFU thru a 7f sheath after the physician had treated the vessel with arthrectomy for instent restenosis (isr) at 3 lesion sites that were previously stented with supera first and then viabahns. The physician passed the 4x40 chocolate over a .014 wire to the first lesion and inflated to nominal. He then withdrew the pta to the second proximal lesion in the mid superficial femoral artery and inflated to nominal. He tried to withdraw proximal and met resistance so he inflated again at that site. After inflation he still met resistance but felt a release and the pta was withdrawn to the most proximal lesion. He treated that site and withdrew the pta. Upon removal of the chocolate from the sheath they noticed that the nitinol cage was no longer on the pta. The physician was able to locate the cage at that site of the second lesion where he had previously met resistance at the end of a viabahn. He tried several times to snare, balloon and wire past the cage in an attempt to remove it but was unsuccessful.

Manufacturer narrative:
Relevant angiograms were requested but have not yet arrived. The internal investigation is on-going. A follow-up MDR will be filed after receipt and review of the angiograms and completion of the internal investigation.